Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s dexcom g6 continuous glucose monitor (cgm) sensor expired overnight, causing the ilet to enter blood glucose (bg) run mode. Blood glucose (bg) was elevated, with the highest value of 322 mg/dl. A new sensor was inserted and in warmup with just over an hour remaining. Follow-up communication with the user¿s son confirmed the sensor resumed function after the countdown and blood glucose (bg) levels were expected to stabilize. Blood glucose (bg) was corrected once the new sensor completed warmup and ilet dosing resumed. No clinical symptoms, outside assistance, or medical intervention were reported.